Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Upon review of additional information received, it was concluded that this event does not meet the FDA defined criteria for an adverse event, and is being considered not reportable. Additional information was requested and the following information was received on 1/21/2011: contact provided information that was received from the surgeon and sent to the patient from the infection prevention nurse stating that he thought that maybe a staple was working its way to the surface. Surgeon did not think it was a wound infection. The information further stated that there was redness in only one small area, there was no increased drainage or redness and the patient was not given antibiotics. Patient had been on antibiotics sometime in december for a uti. Contact is not aware of any further dealings with the patient and is not aware of any further follow up with the patient. Contact does not know what was done during the patient's visit to the surgeon's office other than the fact that the patient was seen in the surgeon's office. The patient has not returned to the or since this occurred and since this is such a small facility, contact said that she would have known if the patient returned for an office visit too and she is not aware of that happening either.

Event description:
It was reported that post-op to an open sigmoid resection procedure, the patient was treated at the surgeon's office for a wound area infection. The surgery date was (B)(6) 2010. It was stated that the patient is allergic to cobalt. The device was discarded. Additional information has been requested.